Manufacturer narrative:
(B)(4). Evaluation summary: the stent delivery system (sds) and the stent implant were returned. The stent was not on the balloon. The entire length of the stent implant was stretched, confirming the reported stent damage. The difficulty to remove could not be confirmed due to the condition of the returned device. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported difficulties could not be determined a review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the reviewed information, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after the omnilink elite stent was deployed at the heavily calcified, mildly tortuous target lesion in the common iliac artery, the physician tried to remove the stent delivery system (sds) from the lesion but resistance was met. The deployed stent became elongated by 3 to 4 mm during the removal attempt, but the sds was successfully removed. The entire length of the 34 mm target lesion was still covered with the 39 mm omnilink elite stent. The physician reported that the tip of the sds interacted with stent strut resulting in stent damage. There was no damage to the sds. There was no significant delay or treatment for patient. No additional information was provided. Although reported that the stent was implanted, the stent was returned with the stent delivery system.